Event description:
It was reported by repair work order that the headend lift was not lowering continuously during trends motion because the lift potentiometer malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.